Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 64 mg/dl. The customer stated that she suspended the insulin pump, which froze, and she took out the battery. When she reinserted the battery, she received the button error. The customer stated that there was a keypad anomaly prior to the button error having occurred. Advised replacement of the insulin pump. Nothing further reported.